Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there a damage to the equipment nameplate. The fault occurred while checking before in use with the patient. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair for complaint of damage to equipment nameplate. Service history review identified no indication that the complaint was related to a service of the device within the view period. Review of event history did not confirm that there was a record of the related reported issue. The reported issue was confirmed but the cause could not be determined. Replaced the upper rear label. Performed all function test and all passed.